Manufacturer narrative:
(B)(4). Report source, foreign - event occured in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned to manufacturer.

Event description:
It was reported that a patient underwent an initial right hip procedure on (B)(6) 2016. Subsequently, the patient was revised due to wear of acetabular component on (B)(6) 2016. Acetabular cup was removed.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.  The device was not returned to the manufacturer. Therefore it could not be analyzed the device manufacturing quality record indicates that the released product met all requirements to perform as intended. Based on the given information, an exact root cause for the event cannot be determined. Following the investigation results of this complaint (revision due to wear of the cup), no corrective action has been performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Please refer to report 3006946279-2018-00078.